Event description:
During a (tve) transvascular embolization of the (ccf) cavernous carotid fistula, the marker band broke and was visualized under x-ray in the lesion. After delivery of the coil, the delivery system was inspected and breakage of the gold marker was confirmed. The operator did not realize the event, because there was no resistance during delivery or insertion. The procedure was completed. There were no apparent serious consequernces to the pt. The product will be returned for analysis.

Manufacturer narrative:
Corrective actions have been implemented for this type of failure. The product is expected for eval and analysis: however, to date, it has not been rec'd. Add'l info will be submitted within 30 days of receipt.